Manufacturer narrative:
Manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to all information provided by the reporting criteria going forward. Evaluation: the reported field event of capture anomaly could not be confirmed. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a routine follow up, the physician registered a lead exit block. The lead was explanted and no further anomalies were discovered.